Event description:
The customer reported being in the emergency room due to blood glucose of 360mg/dl, and her blood glucose was treated with an insulin drip. The customer experienced symptoms of diabetes ketoacidosis, vomiting, and nausea. The caller mentioned getting no delivery alarms in three occasions. Advised to call us back when the alarm occurred. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.